Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 350 mg/dl that decreased to 290 mg/dl after correction doses; the caregiver confirmed insulin drops from the pump, verified no leaking or recent supply changes, and the patient ate a normal lunch and announced it. Symptoms included high blood glucose. Outcomes included no reported injury, no medical intervention beyond guidance, and no hospitalization. Investigation included troubleshooting and education with guidance to continue correction dosing and to perform a site-only change if glucose did not decrease. Investigation of this case revealed no confirmed device malfunction or component failure based on user checks of infusion and supplies, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.